Manufacturer narrative:
Investigation summary: investigation flow: device interaction/ functional. Visual inspection: the torque limiting handle 80in-lb (p/n: 299704320, lot # gb121247) was returned and received. The device showed surface wear consistent with normal use. Functional test: (B)(4) site. During routine incoming inspection of a loaner set, it was observed that 299704320, torque handle, lot number gb121247 was found to be out of drawing specification. The drawing specification is 72in-lb-88in-lb. The torque tested high ¿ 88.9in-lb. Since the device tested outside of the specified torque range, the overall complaint was confirmed for the received torque limiting handle. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: current and manufactured investigation conclusion: the overall complaint was confirmed. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined, but it is likely the device was not properly maintained and has an internal mechanical failure. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: a review of the receiving inspection (ri) for verse 3in1 driver, torque wr was conducted identifying that lot number gb121247 was released in a single batch. Batch1: lot qty of (B)(4) units were released on nov 07, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. The product has been quarantined and is available and is being returned. There was no patient involvement. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).